Event description:
Pt reported obtaining back-to-back blood glucose results of 91 mg/dl, 146 mg/dl, and 84 mg/dl. Pt indicated that therapy was not modified based on these values. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.